Manufacturer narrative:
Based on the log analysis for the reported date of event it was found that ¿airway pressure high¿ and ¿airway pressure constantly high¿ alarms were frequently posted between 08:30am and 09:30am. After this period no further deviations have been detected. During on site inspection lime dust from the refillable co2 absorber had been identified onto the valves and in the patient system. A filter on the co2 absorber was not used to prevent lime dust from entering the breathing system. The situation was simulated in the laboratory. The development of leakages could be reproduced but no explanation for the high pressure peaks has been found. Therefore, it is conceivable that most likely a kinked tubing has caused this symptom. The fact that the high pressure was only present temporary strengthens this assumption. Nevertheless, it is recommended to use a filter on the co2 absorber to ensure proper behaviour. It can be concluded that the device behaved on the detected pressure peak as specified by posting the corresponding alarms. If the measured patient pressure exceeds the pmax value set by the user (volume-controlled) by +10 mbar, the peep/pmax valve is opened to release excess pressure. At any time the patient can be ventilated manually. Based on the investigation results an interruption of ventilation or a drop in peep to ambient pressure could not be confirmed. In consequence, the case was subsequently assessed as not reportable.

Event description:
It was reported that the device has stopped ventilating blocking the delivery of gas to the patient. After restarting the device, everything worked properly. The device passed self-tests and ventilated normally. No injury reported.

Event description:
It was reported that the device has stopped ventilating blocking the delivery of gas to the patient. After restarting the device, everything worked properly. The device passed self-tests and ventilated normally. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.